Event description:
It was reported that the patient presented for a follow up and the ventricular lead exhibited noise. The noise could be reproduced with isometrics. The lead remained implanted.

Manufacturer narrative:
(B)(4).